Event description:
Material #:305916. Batch#: rejp3175. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Ma gave an infection and when she went to go pull the needle out it separated from the base of the safety and flange that hooked to the syringe. The needle itself stayed in the patient's arm. The ma removed the needle, no injury to the patient.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr 11214738 follow up. T was reported the needle separated from the base of the safety. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a needle assembled to it. There is not plastic shield, the safety mechanism has been activated, and the needle is out of the hub placed next to the syringe. No other information could be obtained from the photo. A device history record review was completed for provided material number 305916, lot rejp3175. The review revealed there were no deviations identified or associated with the reported defect during manufacturing, packaging or the quality control inspection process. All necessary inspections were performed, and the lot met all release criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received